Event description:
Info received that the bed will not go into CPR. No injury reported.

Manufacturer narrative:
Technician located the bed in bed shop. Bed will not go into CPR. CPR valve is stuck. Replaced the valve to resolve this issue.